Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the coating of the insertion tube had been partially peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
Local service department checked the subject device and found that the reported phenomenon occurred due to deterioration. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumed that the phenomenon occurred due to any of possible causes. A) physical stress. B) chemical stress. C) poor storing environment, such as in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays.